Event description:
It took about a year for the patient to get optimal treatment with prialt. At first, (in (B)(6) 2010), the patient¿s prialt dosage was too high that the patient started to get side effects, the patient started hearing noises and just felt like the radio was on or people talking in the other room. The patient thought it was her kids talking but when she would go check they were sound asleep. It felt like the radio was on, she would smack the alarm to stop the radio, but it wasn¿t on, it was just going on in her head. The patient¿s healthcare provider said let¿s turn it down some. The healthcare provider turned the dosage down and the symptoms resolved. That¿s when the patient could put her feet on the ground again and bear weight, got shoes on, could stand up and no longer would have to stay in the wheelchair. The only thing that fixed her leg and showed actual improvement was the prialt, the color has changed, the sensation has changed, she¿s sleeping, she¿s walking, she¿s doing amazing, she¿s playing ball with her kids, she¿s doing everything again.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).